Manufacturer narrative:
Follow-up #1: date of submission 05/03/2017 device evaluation: the device has been returned and evaluated by product analysis on 04/11/2017 with the following findings: a review of the black box indicated multiple ¿loss of prime¿ warnings had occurred. The pump powered on normally and successfully completed rewind, load, and prime steps. The pump was exercised for 24 hours with no errors, alarms, or warnings occurring. The force sensor calibration was found to be within specifications. The complaint could not be duplicated on investigation. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that there were loss of prime warnings. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.